Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer (pp) display was showing a ¿call your doctor¿ icon and there was a power on reset (por) condition. The patient woke up this morning and wanted to turn him stimulation up, because, he turned it way down so he could sleep on his back, and now he saw a por message. On the implantable neurostimulator recharger (insr) he saw a warning por screen, but on the pp he saw an informational por. It must have turned off in the middle of the night. He was advised that he would not be able to turn stimulation on until the por was cleared. It was noted that he had a full charge on the implantable neurostimulator (ins), so the por was not because, it ran out. He had an appointment with the managing healthcare provider (hcp) office in 4 days, but the patient was concerned he would not be able to get through to someone at the office before this time. The patient was able to clear the por and turn stimulation on. He was not able to feel stimulation and he usually increased stimulation by 0.2 or 0.3v. He then turned it up higher to 2 or 3 and could feel stimulation. It was noted that he usually could not feel it below that and that he had it low when it first turned it on; the issue was resolved. The patient said that he had had many medical tests recently, including ultrasounds. It was noted that these testes were unrelated to his device or therapy. The cause of the por and the error code were unknown. No troubleshooting or interventions were required. It was also noted that the patient had exacerbated pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had the product for 5 to 6 years and it suddenly stopped working while visiting the hospital for an ultrasound. The product showed a warning sign (exclamation point inside a triangle), symbols for a phone, and a doctor and power on reset (por). The patient was alive with no injury at the time of this report. Follow-up is still being conducted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998 lot# v359227, implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4).